Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. E1.: phone number: (B)(6).

Event description:
Healthcare professional reported, right side "intracapsular rupture". Via ultrasound and MRI report. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02/jul/2024. Additional, changed, and/or corrected data: g1.

Event description:
Healthcare professional reported right side "intracapsular rupture" via ultrasound and MRI report. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional reported right side "intracapsular rupture" via ultrasound and MRI report. The device has been explanted.